Event description:
Additional information indicates that the patient experienced ineffective stimulation after taking a fall. X-ray imaging revealed a fractured lead and the patient had pain at the ipg site. Surgical intervention was undertaken on 25feb2026 wherein the lead and ipg were explanted and replaced to address the issue. Therapy was restored post procedure. It is unknown which lead was fractured.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000098196.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that one of patient's lead exhibited high impedances. It was also reported that the ipg may be replaced for an unknown reason. As a result, surgical intervention may be undertaken to address the issue.